Event description:
It was reported by service report that the mattress was cracking and breaking down in the mid section of the upper mattress. There are no signs of fluid intrusion. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Results: mattress.